Event description:
Additional information was received stating that the neurologist was no longer having any issues with his handheld device since troubleshooting was performed; therefore, the handheld device will no longer be returned to the manufacturer.

Event description:
It was reported that the neurologist¿s handheld device (hhd) had a button that was not working. Additional information was received stating that the hhd¿s screen would not immediately respond to the stylus. A hard reset was performed and resolved the delayed screen response issue. Review of manufacturing records confirmed that the handheld passed all functional tests prior to distribution. Attempts to have the product returned for analysis were made, but the product has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld passed all functional tests prior to distribution.